Manufacturer narrative:
Date of event was reported as (B)(6) 2016 ("2 weeks ago"). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient reported that they felt like they hit the implantable neurostimulator (ins) and ins was ¿broken¿ on the inside. The patient stated that they had a fall and at the same time felt that ¿something was broken inside¿ like they ¿hit it or something¿. They called their doctor but were told to contact the manufacturer¿s patient services. It was noted that the patient had an appointment with their doctor on (B)(6) 2016. The indications for use for the implanted device were noted as non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.